Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was observed to have a straight line running through it. The system controller was replaced with a new system controller. It was noted that the patient had no adverse consequences due to the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lines in the lcd display was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (30jan2024, 08feb2024 per timestamp). Events captured on 08feb2024 took place at abbott. The driveline was disconnected on 30jan2024 at 08:17:25 and the controller was shut down at 08:17:50. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed; however, lines in the lcd display were noted. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.